Event description:
It was reported by a neurologist that the vns pt has had an increase in seizure. The md attributed the pt's increase in seizures to vns device being at end of service. The md did not know the frequency of pt's seizures before vns was implanted. The physician stated that the pt will be referred to a surgeon to have her generator replaced.